Event description:
A pericardial effusion had occurred. It was reported that versacross access solution selected for use. During the atrial fibrillation (a fib) case, a pericardial effusion had occurred. The patient blood pressure was dropped. The injury was verified with intracardiac echocardiography. Pericardiocentesis was performed on the patient. The patient last known status was good and transferring to intensive care unit (ICU). A non-boston scientific mapping, catheter, sheath, another curve catheter and 8f catheter were used during the procedure. The bwi products used during the procedure were unavailable for return. No ablation was performed. The physician believed the injury was caused when crossing the septum, they perforated the left atrial appendage with the versacross sheath. The non-boston scientific sheath was not in the body at the injury occurred. The event under the non-boston scientific catheter was consulted. Medwatch report#: mw5175430.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.